Event description:
A malfunction alarm was reported, identified by code malf 0, and there were no notable events preceding it. There was no reported adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.